Manufacturer narrative:
Product complaint (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). For the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 3 broach sticks on kincise adapter, the size 5 broach post snapped off in kincise adapter, and kincise adapter has size 5 post piece in it. There was 8 minutes surgical delay.